Manufacturer narrative:
The t:slim g4 pump user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received ongoing, intermittent auto-off safety alarm. Blood glucose in the low 400s mg/dl. Tandem technical support education the customer on the auto-off safety alarm and advised the customer to discuss the event with a healthcare provider. The customer acknowledged the information.